Event description:
This is a report as received by (B)(6) from (B)(4): this literature case concerns a (B)(6) year old female patient. The patient had no relevant medical history. Concomitant medications were not reported. On an unknown date, the patient started treatment with hyaluronic acid injections in the glabella and nasal dorsum for rhinoplasty. When the cannula tip reached the nasal root, injected as the cannula was slowly removed, leaving a filler trail in its place. Within 5 minutes, the right eyeball deviated laterally, and the patient reported diplopia, blurry vision, and eyeball pain. Hyaluronidase us ng the same method as hyaluronic acid injections and massaged around the right orbit. When the patient visited the emergency department 4 hours later, visual acuity was lp 00 and 20/25 os. She also demonstrated 30-prism diopter exotropia and had limitations in supraduction, infraduction, and adduction in the right eye. No definitive abnormalities were observed on fundus examination, and retinal and choroidal perfusion was normal based on fluorescein angiography and indocyanine green angiography electroretinography findings were normal and symmetric, but the visual evoked potentials revealed delayed latency and reduced signal amplitude in the right eye. No evidence of intraorbital trauma {eg, orbital wall fracture, intraorbital hemorrhage) was found, but a focal high-signal intensity lesion was observed in the retrobulbar optic nerve of the right eye. This suggested ischemic optic neuropathy, and 3 months later the optic disc had a temporal pallor. Patient had poor visual outcome, with visual acuities of lp. Brain mr imaging revealed a high-signal intensity lesion in the retrobulbar optic nerve without any signs of intraorbital trauma, suggesting ischemic damage. The author concluded, although this is a rare complication of cosmetic facial filler injections considering the large number performed each year, it is usually devastating, and physicians and patients should be aware of a possible ophthalmic complication. Company comment a causal relation between the event and the treatment with unspecified hyaluronic acid filler seems possible. The injection procedure resulting in a vascular compromise may have contributed to the event. As the article describes, similar adverse events also can occur after autologue fat injection and other substances in the same area. Therefore we find this event related to the injection procedure and not specifically to the hyaluronic acid filler. (B)(6). Iatrogenic occlusion of the ophthalmic artery after cosmetic facial filler injections: a national survey by the (B)(6) retina society. Jama ophthalmol. 2014 mar 27. Doi: (B)(6). This case was received by (B)(4) on (B)(6) 2014 and was forwarded to (B)(6) on (B)(6) 2014.

Manufacturer narrative:
On (B)(6) 2014, optic ischaemic neuropathy, diplopia, vision blurred, eye pain, visual acuity reduced, strabismus, eye movement disorder, optic atrophy assessed as serious and possibly related.